Event description:
At 1003, nxstage (crrt) machine alarm noting "change cartridge: cartridge life exceeded." At 1023, rn began changing cartridge. During priming, rn received nxstage alarm "check fluid line inlet: air detected in fluid line inlet" and was not able to proceed with treatment. Nxstage's troubleshooting instructions on the machine were followed without resolution of the various alarms. Two calls were made to the nxstage technical support desk. Neither the machine nor verbal technical support instructions indicated that a possible misload had occurred. Due to the solid white background and clear tubing, rn could not see that the tubing was not loaded correctly. Rn attempted to prime a new cartridge, but received the same "check fluid line inlet: air detected in fluid line inlet" message. Rn obtained a second machine and began priming a new cartridge. Pt began having respiratory distress at 1530, and condition deteriorated rapidly. Pt's right sided heart failure worsened, followed by hypotension and multiple arrhythmias. Code called at 1540. Pt unable to be resuscitated and expired at 1635. Eval of machine revealed possible cartridge misload, causing a cracked air sensor on the crrt machine, resulting in multiple alarms and inability to proceed with priming.